Manufacturer narrative:
The device was returned to olympus for further inspection. A definitive root cause could not be identified. However, the investigation suggests that component failure was the most probable cause. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device's performance in the field.

Event description:
The customer returned the scope cable to the service center for an unrelated issue. During analysis, the service center observed image flickering and lines across the screen. No patients were involved.